Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown, with osteoarthritis (kellgren and lawrence grade 4). (B)(4). The patient's medical history was not provided. On (B)(6) 2003, the patient initiated the first course of intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) into the right knee. The lot number of synvisc was not provided. On (B)(6) 2003, the patient developed synovitis in the right knee. On unspecified date in (B)(6) 2003, the patient developed small right knee effusion and 35 cc of clear yellow fluid was aspirated from the right knee. The patient also received 1.3 cc intra-articular betamethasone (betamethasone, neomycinia). The next day on ((B)(6) 2003) the patient recovered from the synovitis. The action taken with synvisc treatment was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis and left knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite but did not provide a causal relationship for the event of left knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).